Event description:
Product analysis for the returned handheld computer and software was completed on (B)(6) 2012. An analysis was performed on the returned flashcard, and the reported allegation of a frozen screen was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld, and the reported allegation was also not verified. During the analysis it was identified that the lock button was in the locked position. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications.

Event description:
It was reported that a physician's dell x50 handheld computer was frozen. When it was first turned on, it showed a blank screen which was unresponsive. The company representative tried three hard resets, and the screen was still at the "clear all data" screen. She tried pressing the buttons that were indicated on the screen, but the computer was unresponsive. The computer had previously been charging, and the representative had just unplugged it, so the battery was ruled out as a potential cause of the event. A replacement computer was sent to the physician, and the suspect computer and software were received by the manufacturer on (B)(4) 2012. However, product analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.